Event description:
Malfunction of balloon. Device came apart unexpectedly and could not be retrieved. Surgical retrieval. Final patient condition: good.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a through investigation. The exact cause of this complaint is unknown. This type of complaint could be caused by over inflation or not deflating the balloon completely before removal. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: caution: not do exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Note: there have been infrequent reports of larger diameter balloons bursting circumferentially, possibly due to combination of tight focal strictures in large vessels. In any instance of a balloon rupture while in use, it is recommended that a sheath be placed over the ruptured balloon prior to with drawing through the entry site. This can be accomplished by cutting off the proximal end of the catheter and slipping an appropriately sized sheath over the catheter into the entry site. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.